Event description:
User facility medwatch report received by (B)(6) conducting a study in (B)(6) and reported to abbott vascular (B)(6) the following information: "major vascular bleeding complication relating to vasc (post procedural heamorrhage)."case description: this is a clinical report ((B)(6)). A (B)(6) male patient received an intravenous (IV) bolus dose of unfractionated heparin (ufh) 5000iu for transcatheter aortic valve implantation (tavi) on (B)(6) 2013 at 09:15 and underwent a surgical closure of the femoral artery at 10:15. On (B)(6) 2013 at 07:00 the patient received 75 mg acetylsalicylate (kardegic) and 75 mg clopidogrel (plavix) orally daily. At 09:15 the patient received ufh 5000iu.IV bolus of and underwent a tavi.on (B)(6) 2013 at 10:15, one hour after the dose of ufh (unfractioned heparin), the patient experienced failure of the arterial femoral closure by proglide. Therapeutic measures taken as a result of the event included surgical closure of the femoral artery. The patient recovered on (B)(6) 2013. The action taken to study drug was dose not changed. The investigator's causality assessment to heparin was unrelated. Follow-up ((B)(4) 2013): follow-up information included an update to the sae (serious adverse event) term, serious criterion, additional treatment, most likely cause of the event and a verification of the action taken with the study drug. The investigator reported the patient experienced a 'major vascular bleeding complication relating to a vascular access site complication (vasc)' and not 'surgical closure of the femoral artery', as previously reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Describe event or problem, continued: additional therapeutic measures taken as a result of the event included transfusion with five units of packed red blood cells. The event prolonged the patient hospitalization by approximately three days. The investigator confirmed the action taken with the study drug as: dose not changed. The most likely cause of the event was a failure of proglide. Case comment: the elderly patient experienced a failure of the perclose proglide arterial femoral closure device approximately one hour after the last dose of heparin. The event was considered unrelated to heparin by the investigator. Follow-up information received on (B)(4) 2013 does not change the case causality assessment. The event term was updated to: major vascular bleeding complication relating to a vascular access site complication (vasc). The failure of the perclose proglide arterial femoral closure device was considered the most likely cause of the event. Concomitant medical products and therapy dates: kardegic (acetylsalicylate lysine): 01/01/ 2013 to unk; plavix (clopidogrel sulfate): (B)(6) 2013 to unk; unfractioned heparin 5000 iu: (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.